Manufacturer narrative:
Unit passed displacement test and self test. Low battery alarm was noted on long history file. Pump was returned for power error. Detailed trace analysis confirmed low battery alarmed and then alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Analysis of micro-timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery less than 1 week after use and the pump is cracked and damaged. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.